Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ("surgery pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the procedural pain had not resolved. The reporter provided no causality assessment for procedural pain with essure. The reporter commented: she felt like ger body was healed other than surgery pain. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ("surgery pain") and pelvic pain ("chronic left pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), pain ("body aches") and fatigue ("fatigue"). The patient was treated with surgery (underwent laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the procedural pain had not resolved and the pelvic pain, mood swings, pain and fatigue outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered fatigue, mood swings, pain and pelvic pain to be related to essure. The reporter commented: she felt like her body was healed other than surgery pain. Most recent follow-up information incorporated above includes: on 30-oct-2018: social media: new event body aches, fatigue, chronic left pelvic pain, mood swings were added. Insertion and removal date and new reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('surgery pain') and pelvic pain ('chronic left pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), pain ("body aches"), fatigue ("fatigue"), endometriosis ("endometriosis"), proctalgia ("rectal pain"), urinary tract infection ("uti"), headache ("headaches"), loss of libido ("lack of sex drive") and constipation ("constipated") and was found to have weight decreased ("lost 13 lbs since hysterectomy"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral), underwent laparoscopically assisted vaginal hysterectomy and underwent laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the procedural pain, pelvic pain and proctalgia had not resolved, the mood swings, fatigue, endometriosis, urinary tract infection, weight decreased, headache and loss of libido outcome was unknown and the pain and constipation had resolved. The reporter provided no causality assessment for procedural pain with essure. The reporter considered constipation, endometriosis, fatigue, headache, loss of libido, mood swings, pain, pelvic pain, proctalgia, urinary tract infection and weight decreased to be related to essure. The reporter commented: she felt like ger body was healed other than surgery pain. Concerning the injuries reported in this case, the following ones were reported via social media-endometriosis. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Events were added: headache, proctalgia, loss of libido, constipation, urinary tract infection, weight decreased. Outcome of 'pelvic pain' was changed. Treatment drugs were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('surgery pain') and pelvic pain ('chronic left pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), pain ("body aches"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral), underwent laproscopically assisted vaginal hysterectomy and underwent laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the procedural pain had not resolved and the pelvic pain, mood swings, pain, fatigue and endometriosis outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered endometriosis, fatigue, mood swings, pain and pelvic pain to be related to essure. The reporter commented: she felt like ger body was healed other than surgery pain. Concerning the injuries reported in this case, the following ones were reported via social media-endometriosis. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media - new event endometriosis were added, new reparter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('surgery pain') and pelvic pain ('chronic left pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), pain ("body aches"), fatigue ("fatigue"), endometriosis ("endometriosis"), proctalgia ("rectal pain"), urinary tract infection ("uti"), headache ("headaches"), loss of libido ("lack of sex drive") and constipation ("constipated") and was found to have weight decreased ("lost 13 lbs since hyterectomy"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral), underwent laproscopically assisted vaginal hysterectomy and underwent laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the procedural pain, pelvic pain and proctalgia had not resolved, the mood swings, fatigue, endometriosis, urinary tract infection, weight decreased, headache and loss of libido outcome was unknown and the pain and constipation had resolved. The reporter provided no causality assessment for procedural pain with essure. The reporter considered constipation, endometriosis, fatigue, headache, loss of libido, mood swings, pain, pelvic pain, proctalgia, urinary tract infection and weight decreased to be related to essure. The reporter commented: she felt like ger body was healed other than surgery pain concerning the injuries reported in this case, the following ones were reported via social media-endometriosis. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Events were added: headache, proctalgia, loss of libido, constipation, urinary tract infection, weight decreased. Outcome of 'pelvic pain' was changed. Treatment drugs were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.